Event description:
It was reported that during a procedure, after 31 minutes and 48 seconds at 313,880 joules, there was a premature breakage, a separation of the fiber from the sheath. Another fiber was used. The procedure was completed using another device without patient complications.